Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she reverted to her old pump as back up plan but has been having trouble with it. Customer stated that the insulin pump does not fully rewind at the first attempt and is interrupted by alarms during rewind and prime process; being one of them no delivery alarm. Customer declined to troubleshoot. Blood glucose value is 96 mg/dl. Nothing further reported.